Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter read inaccurately low compared to another meter and the local country contact (lcc) following up with the patient. The cca was advised by the patient that the issue occurred on (B)(6) 2016 at 8am, when they allegedly obtained inaccurate high results of ¿46mg/dl¿ with the subject meter and unknown result with another device (ot ultra), performed within 30 minutes of each other. The patient was diagnosed with diabetes more than 15 years ago, the habitual glucose levels from the patient during the last three months were from 35 mg/dl to 250 mg/dl. The patient habitually and constantly developed symptoms as described in the report but the patient sees them as part of illness and not caused from malfunction of the device. The patient stated they manage their diabetes with other diabetic medications (metformin, 50 mg). The patient confirmed that they did not make any changes to their usual diabetes management regimen in response to the alleged product issue. The patient claims they developed symptoms of ¿shaky and tingling on body¿ 4 hours before the product issue; however the patient denied receiving medical treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the correct approved sample was used. The lcc was able to ascertain the patient was using expired control solution. Replacement products were sent to the patient. Based on the information there is no evidence that the product caused or contributed to a serious injury because the patient reportedly suffered symptoms prior to the alleged product issue and the patient feels the symptoms were not caused by the device. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.